Manufacturer narrative:
Although there were 2 instruments initially reported, only one device was confirmed to be bent and the other was reported in error as it was found to be fully functional. Sterile processing department (spd) defined in event description. Lot number updated for the instrument with the failure. The instrument was returned to the manufacturer for analysis. Analysis through functional testing and visual/physical examination confirmed the reported issue. There was physical damage to the instrument. With markers attached and fully seated the returned tracker displayed a high geometry error. The support arm for marker #4 was slightly bent causing the high geometry error. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the hospital had a large black instrument tracker that were bent. This was discovered in sterile processing department (spd). There was no patient present when this issue was observed. No additional information was provided.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis was not completed at the time of this report. When concluded, a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the hospital had two large black instrument trackers that were bent. This was discovered in spd. There was no patient present when this issue was observed. No additional information was provided.